Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the black lead of the system controller had multiple splits in it, with the wires showing at one location. The pt had attempted to tape with electrical tape and had not reported the issue. The system controller and education was provided to the pt.

Manufacturer narrative:
The system controller was returned to the MFR for eval and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.